Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (case cracked) has been confirmed. Upon investigation the monitor end cap was separated and the monitor wires were detached. The damage prevented the monitor from powering up. The root cause for the damage could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient called zoll customer support to report that her monitor case was broken open. The patient was issued a replacement monitor.